Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the patient experienced blisters and welts while treating with the spinalpak stimulator. The patient went to see a dermatologist and was treated and welts and hives are now gone. The patient advised she only received relief when she bathed with (B)(6) oatmeal soap.

Manufacturer narrative:
Based on the product evaluation, the following were updated: device available for evaluation?, initial reporter (us), date received by MFR, if follow-up, what type?, device evaluated by MFR?, device manufacture date, labeled for single use?, evaluation codes, usage of device, and additional MFR narrative. The product was returned for evaluation. Based on the evaluation, the complaint was not confirmed as no problem was found with the assembly. According to the evaluation, no abnormal condition could be identified that could be considered a causal factor for the reported condition. It is stated that "the reported claim could be associated with a side effect/ clinical condition of the patient which is unknown."